Event description:
Diagnostic products corp became aware of this incident when it was reported to a technical service rep in 07/03. The system malfunction was a bead sensor failure that may result in two beads being dispensed into a single reaction tube without detection. This can possibly cause an erroneous result. This system error was caused by a sensor failure. For this sensor failure, post processing of the data shows that software version 2.6a would have greatly reduced the number of reaction tubes with two beads from 151 to a worst case of 11, but would not have totally eliminated the impact of the failed component.